Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same patient as MFR report #: 6000089-2006-00776, 01444, 01996, 02468. Clinical trial. It was reported that 527 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. Two days prior to the index procedure, the patient was admitted with a one day history of severe, unrelenting chest pain. He had been scheduled for outpatient heart catheterization, but was unable to "withstand the pain." The index procedure identified and treated one target lesion located in the proximal circumflex (cx) with 90% stenosis measuring 3.5x10mm. Target lesion 1 was treated with predilation and placement of a 3.5 x 8mm taxus express2 drug eluting stent in sandwich form with previously placed stent resulting in 0% residual stenosis. The left main coronary artery (lmca) was also treated with angioplasty with residual stenosis of 10%. Of note, there was some "snow plowing" effect on a small om branch and the patient experienced some angina; however, it was reported to be mild and tolerable. The patient was discharged the next day on asa and plavix. The patient was admitted 526 days following the index procedure due to exacerbation of chest pain with radiation to the left arm and shortness of breath. The patient was treated the next day with angioplasty to the proximal cx resulting in 10% residual stenosis. The lmca was also treated with cutting balloon angioplasty resulting in residual stenosis of 10%. The patient continued to have chest pain following treatment and the next day, a repeat catheterization was performed and the proximal cx was treated with angioplasty resulting in 0% residual stenosis. Post-procedure, the patient continued to have exertional chest pain for several days and cardiac enzymes remained normal. Four days following the initial reintervention, a dobutrex stress echocardiogram revealed lvef of 40% and "questionable posterior ischemia."